Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin leaked outside of insulin pump. It was not asked if insulin also leaked inside of insulin pump. Customer's blood glucose was unknown. Reservoir would be replaced.